Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. A micro dislodgement was suspected and when the physician looked at the x-rays, it was noticed that the slack left at the original implant was gone. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and analyzed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The high capture threshold allegation was not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The high capture threshold allegation was not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. A micro dislodgement was suspected and when the physician looked at the x-rays, it was noticed that the slack left at the original implant was gone. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.